Event description:
The customer reported that while the unit was in use on a patient, the unit generated a "leak in iab circuit." The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The "leak in iab circuit" alarm was logged in the fault log. The co rep performed the safety disk leak test and k6, k6a, k7 and k8 leak tests. The iabp met the specifications and the reported event could not be duplicated. The co rep performed functional and safety tests. The unit met factory specification and was returned to the customer. (B)(4).